Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised on a future date because over the last three months the patient has observed a "progressive loss of penile stiffness and difficulty handling the pump and inflating the cylinders." "Physical urological examination shows well-located system components and without phlogistic signs or external deformations with failure in the filling system when starting the pump." As a result of the examination the surgeon as decided to do a surgical exploration of the device system. If necessary, the device will be replaced.